Event description:
It was reported that a carelink transmission was received following a routine device check and revealed 6 episodes of atrial tachyca rdia/atrial fibrillation. The longest episode lasted >1 minute. Possible oversensing on the right atrial (ra) epicardial lead was noted during the episodes. No diagnostic observations were noted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Follow up with the medtronic representative indicated there were no known issues with the lead. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: c4tr01 cardiac resynchronization therapy pacemaker (crt-p), implanted: (B)(6) 2013; 4965-35 implantable pacing lead, implanted (B)(6) 2013; 4968-35 implantable pacing lead, implanted (B)(6) 2006. (B)(4).